Event description:
The coupler failed. It did not approximate correctly, and came in at an angle. The device had to be removed and another coupler was used to complete procedure.======================manufacturer response for microvascular anastomotic coupler 2.5mm, gem coupler (per site reporter).======================manufacturer provided rga# for product return evaluation.what was the original intended procedure?left reconstruction free flap breast.device #1is this a laboratory device or laboratory test?no.